Manufacturer narrative:
An event regarding foam stuck to the inner tyvek lid involving the packaging of a tritanium shell was reported. The event was confirmed. Method and results: device evaluation and results: visual inspection confirmed the foam was stuck to the inner (B)(6) lid. Medical records received and evaluation: not performed as it was reported that there was no patient impact nor adverse consequences associated with the reported event.. Device history review: there have been no reported discrepancies for the referenced lot. Complaint history review: there have been no reported events for the lot referenced. Conclusion: visual inspection of the returned packaging materials confirmed the top foam was stuck to the inner (B)(6) lid. The root cause was determined to be a known packaging issue. Packaging innovations is aware of the issue, and has issued a memo. Packaging innovations released a memo regarding lidstock/foam sticking complaints dated sep-2009 stating: stryker orthopaedics currently utilizes a void-filling approach to sterile product packaging. Product is placed in the package and supported with foams of various sizes, and these configurations are then validated. The foam serves to protect both the product and the package, preventing the product from moving within the package and damaging the sterile barrier. As the purpose of the foam is to tightly constrain the product, these package configurations are designed to reduce open space. As a result of this critical design function, sporadic issues of foam sticking to the package (B)(6) lidstock have been reported. Due to the infrequent nature of these complaints and the greater risk that would be presented by an undersized foam, these complaints will not be addressed through a design change.

Event description:
It was reported that during a surgery, when a nurse peeled a (B)(6) sheet, an inner form stuck with the sheet. The implant was used without any problems.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that during a surgery, when a nurse peeled a tyvek sheet, an inner form stuck with the sheet. The implant was used without any problems.